Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 3, 2020, it was reported that there was an incomplete mesh on previously recovered cadaver skin. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on january 27, 2020 revealed that calibration was out of specifications but the device produced a passing sample mesh. The gear had visible wear. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number (B)(6) both produced an incomplete sample mesh and were deemed non-repairable even after the collars and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 27, 2020 which included replacement of the roller gear. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was an incomplete mesh on previously recovered cadaver skin and did not result in any harm or delay. No adverse events were reported as a result of this malfunction.